Manufacturer narrative:
(B)(4). Investigation results: the sample was received for evaluation. It was noted that the drainage line included was 50-7245 (lockable drainage line) but the customer complaint stated that they used 50-7225 (standard drainage line, discontinued). The following sample analysis was completed: 1. The end of the catheter that had separated from the valve was examined. It appeared that there was silicone adhesive present on the edges of the tubing which appears as a ¿fringe¿ and is consistent with other bonded catheters where the valve is pulled off in the lab. The returned sample was consistent with a catheter and valve that had been bonded together in manufacturing. 2. To attempt to recreate the failure in a ¿worst case¿ setting, a catheter tube was assembled to a valve without adhesive. A blue emergency clamp was applied to the catheter directly below the valve to simulate a clog happening at that point. A drainage line was connected to the valve. A stopcock was connected to the male luer on the drainage line and a 10 ml syringe with plunger at the 10ml mark was connected. Although this use of the drainage line is not indicated (only the catheter access kit is indicated for a declotting procedure), this was the described use in the customer report. 3. The plunger was then depressed and a large amount of force applied. The plunger was fully depressed and released several times. Although swelling could be seen in the drainage line tube, the valve did not disconnect from the valve. This simulation was far worst case because the catheter tubing and valve were not bonded and the clog was simulated to be directly below the valve (it is not known from the complaint sample where the clog was). However, even in this worst case scenario the valve did not disconnect. A review of applicable manufacturing, inspection, and packaging procedures did not identify any issues that may have contributed to the reported condition. Every catheter assembly is subjected to extensive functional testing and inspection during the assembly process to verify performance and conformity to engineering design. Likewise, a review of all manufacturing methods and personnel involved in the assembly of the device determined there was no contribution from either to the reported issue. A review of the internal production records for the lot involved could not be performed as lot number information was not available. The sample evaluation was able to confirm that there was adhesive bonding the tubing to the valve, although it could not be determined from the sample if there was anything abnormal about the bond. Additionally, carefusion was not able to recreate the failure in a ¿worst case¿ simulation. Therefore, based on the investigation results, a definitive root cause could not be identified for the reported condition. Although a definitive root cause could not be determined, the manufacturing plant will continue to monitor this issue to identify the need for any actions.

Event description:
The distal tip of the catheter completely dislodged from the catheter. On (B)(6) 2014, the account's sales representative ((B)(4)) indicated that the valve came out of the pleurx catheter as if it was not glued in. The physician ended up taking out the whole catheter. The lot number is unknown. Please see attachment for entire event description.